Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-04493. It was reported that when the patient presented in clinic for the device change out, high capture threshold was observed on the lv lead, and battery related issue was suspected on the new device. Lead revision was performed. The new device was not implanted and was replaced. The patient was discharged.